Event description:
Customer reported via phone call that the insulin pump had motion sensor test failure alarm. Customer blood glucose level was 202 mg/dl. Customer was able to clear the alarm. Self-test was not ok. The device will be returned for analysis.